Event description:
It was reported that the database analysis of the battery discharge showed signs of premature battery depletion. The impedance measurements revealed a low value on port c (1 contact). The patient underwent a revision procedure wherein the ipg was replaced with an MRI (magnetic resonance imaging) compatible and the patient was doing well postoperatively.

Manufacturer narrative:
Sc-1200. (Sn:(B)(6). The returned ipg was analyzed and with all the available information, boston scientific concludes that the complaint regarding the premature battery depletion was not confirmed. The battery depletion rate with no stimulation and quiescent current measured 3.15 mv and 19 ua respectively, which is within the normal ranges. The probable cause selected for this complaint is no problem detected. The complaint regarding the impedance anomaly was confirmed. Electrode #4 was shorted to the vh node within u2. The probable cause selected is cause traced to component failure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the database analysis of the battery discharge showed signs of premature battery depletion. The impedance measurements revealed a low value on port c (1 contact). The patient underwent a revision procedure wherein the ipg was replaced with an MRI (magnetic resonance imaging) compatible and the patient was doing well postoperatively.